Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that there were fire and smoke from the dimension exl with lm integrated chemistry system. Siemens remotely assisted the customer and noted melted connector when cse replaced autoloader. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse identified the barcode reader connector failure, replaced the barcode reader, and performed functional checks, including barcode scanning and system verification, which recovered acceptably. Siemens further evaluated and concluded that barcode connector failure potentially contributed to the event. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that there were fire and smoke from the dimension exl with lm integrated chemistry system. The customer stated that while cleaning the windows, they noticed smoke and a red glow appearing in the heat torch area and then turned off the analyzer. The customer confirmed that there were no injuries to any personnel. There were no flames observed, no sparks and no electrical hazards due to the event. There is no indication of any impact on diagnosis, medication, procedure, treatment, or patient and/or public health interventions due to this event. There are no known reports of adverse health consequences due to this event.